Event description:
It was reported that during a laparoscopic ovarian resection procedure, one of the black shrink tubes was detached off during the operation. They searched the detached piece with x-ray or intraperitoneal irrigation, but could not find it. They took a break the operation to find it and the operation video was checked. In the video, the insulation piece was present when the device was removed from the trocar. However, it had already missed when the device was inserted again. Therefore, the doctor judged the piece had not remained in the patient. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B) (4). (B) (4). Information asked for, but unknown or not provided during initial contact. Information not available, device not returned for analysis.